Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.resolved without intervention.

Event description:
It was reported that following implant of the right ventricular lead, an echocardiogram indicated that a small perforation of the heart had occurred. The patient reported mild pain during the procedure. The following day, the patient was fine. No intervention was reported.